Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient presented emergently with abdominal and back pain to the ER. The current vessel morphology was reported as there is disease progression with aortic neck dilatation. The CT revealed that the stent graft has migrated 2 cm distally below the renal arteries with a proximal type I endoleak present. There is also a distal type I endoleak on the iliac limb. The proximal type I endoleak was treated with an endurant 32x32 and an endurant 28 aortic cuff and resolved. There was also disease progression with iliac limb dilatation resulting in the distal type I endoleak. An endurant iliac limb 16x10x124 was implanted and the distal type I endoleak resolved. The patient is fine.

Manufacturer narrative:
(B)(4) inherent risk of procedure (stent migration, endoleak) patient's condition affected effectiveness of device (disease progression, aortic neck dilatation), device failure/lack of effectiveness related to patient condition (disease progression, aortic neck dilatation).